Event description:
(B)(6). It was reported that following a stenting treatment procedure, the patient presented with in-stent restenosis. The index procedure treated the 80% stenosed internal carotid artery. Treatment placed a 8.0x29mm carotid monorail stent and post dilated at 8 atm's resulting in less than 30% residual stenosis. In 08/2010, without symptom, the patient underwent a study follow-up angiogram which revealed a flow limiting, 80% in-stent restenosis of the target lesion. Treatment the same day utilized balloon angioplasty resulting in 0% residual stenosis. The patient outcome was listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).